Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally it was reported that the insulin gauge was inaccurate. System check was started with tandem technical support (cts) however customer declined to complete. Customer¿s blood glucose level was 333 mg/ dl.